Event description:
The customer returned the cysto nephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a detached rubber adhesive was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.